Event description:
The procedure was a pta of a right calcific sfa. The evercross balloon was inflated to 6-7 atm when balloon ruptured with a spiral. As the evercross balloon was being pulled back through the sheath, the ruptured balloon material started to tear off the shaft and became bunched up just distal to the sheath. At this point the evercross balloon got stuck in the sheath and could not be pulled out. Several attempts were made to pull balloon out and eventually the shaft of the evercross balloon had a complete separation. The physician was able to pull out the catheter, but the evercross balloon and catheter that it was attached to, remained in the patient's body. The physician then punctured the right groin and used to different snares to try to retrieve the balloon catheter, but was unsuccessful. Then physician tried snaring through the initial access side going contralateral, but was also unsuccessful. The pt ended up having to go to surgery where the physician did a cutdown on the groin and went in to retrieve the balloon that was left in the pt. Patch angioplasty was performed on the common femoral at that time. The following day, a follow-up angio was performed. The surgeon that performed the patch angioplasty noted that he saw "damage" to the artery, but the pt is doing fine.